Event description:
Procedure type: laparotomy. According to the rptr: the surgeon could not remove the reload from the device. A second, third, and fourth device were opened and the same thing occurred each time. After an instrument was finally loaded, it would not fire. The surgeon kept opening new devices to complete the case. Operating room time was delayed at least 45 minutes. No tissue damage was reported. No bleeding was reported. No pt injury reported.

Manufacturer narrative:
(B)(4).